Event description:
Description of incident: a st. Jude medical model 3077 external pacemaker manufactured by osypka medical (B)(4) was used at (B)(6) hospital. Osypka medical received an e-mail by st. Jude medical on (B)(4) 2013 with an attachment (in (B)(6) language) dated (B)(4) 2013 reporting the following incident (translation from (B)(6) into english according to our best efforts): "on (B)(6) 2013, the temporary pacemaker was used because of episodes with heavy bradycardia due to autonomy dysfunction. The patient experienced an asystole at 04:35 for 25 seconds, probably triggered from hypotoxy. The pacemaker failed to overtake the rhythm at bradycardia below 50 bpm. Inspection of the pacemaker revealed that the black output wire was disconnected from the pm (pacemaker) and the connector was plugged in very loose. Apparently, the wire should have been screwed tighter in order to avoid a disconnection due to movement or transfer.

Manufacturer narrative:
Result of incident: pm (pacemaker) should have begun stimulating at an intrinsic rate less than 50 bpm, which it did not occur. In case of a hypotoxic triggered heart standstill it is difficult to tell if manual heart contractions (cardiac massage) would have helped. Patient was reanimated and has psychological impact after the episode." The customer did not return the device to our distributor or MFR. Because the patient was moved between two hospitals, no information is available of the s/n of the device in question. Hospital personnel believed that the device was functional but not properly connected to the patient. Osypka medical became aware of this event on (B)(6) 2013. This report form FDA 3500a is a continuation of form FDA which was submitted to the FDA via internet on (B)(4) 2013 by osypka medical (B)(4) (the MFR). (B)(4).